Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. During deployment, it was noted that there was a slight tilting of filter but satisfactory position and alignment evident. Approximately two years post filter deployment, patient presented with abdominal pain. Subsequently, CT performed revealed ivc filter in place with the limbs extending slightly outside of the exterior wall of the ivc. Approximately, four years later, CT revealed an ivc filter with the apex at the level of the renal arteries vein and multiple filter legs have perforated through the ivc wall. Therefore, the investigation is confirmed for perforation of the ivc and positioning issue. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time, post filter deployment, it was alleged that the filter struts perforated into organs and positioning issue. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced chronic lower back pain; however, the current status of the patient is unknown.